Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that in-stent restenosis (isr) occurred. On may 2009, the lesion located in mid left anterior descending(lad) was treated with the placement of 3.00 x 32 mm taxus stent. On (B)(6) 2010, the patient was referred for cardiac catheterization and coronary angiography revealed 90% in-stent stenosis in mid lad. The physician treated with the placement of the 2.5 x 8mm promus stent.